Manufacturer narrative:
Evaluation was not possible, as the device is not being returned. Review of the device history records could not be performed as the lot number was not provided. A complaint history could not be performed as the lot number was not provided. Due to this fact it is not possible to determine what may have caused the user to experience the reported incident. No further investigation is warranted at this time. In the event, the samples are returned for evaluation the complaint will be reopened for additional investigation. (B)(4).

Event description:
It was reported that during an unknown procedure using synovator blade, boxed4.5 ep-1 metal from blade has detached inside patient. It is unknown if there was a procedural delay. It is unknown if there was a back-up device available. It is known that this incident did not result in any patient injury or complications.